Event description:
The office of the surgeon reported that the patient was seen by their office because it was believed his generator needed to be replaced. However, the surgeon found his vns to be fine, as it had adequate charge and he did not observe any unusual warnings. It was stated that the treating practitioner likely experienced problems using their programming system. Follow up with the office of the treating nurse practitioner showed the patient was previously seen, and they were unable to interrogate the patient¿s generator with their programming system at that time. Information showed that troubleshooting was attempted by rotating the programming wand and checking the wand battery, but this did not resolve the communication issues. X-ray images of the patient¿s vns were reported to appear normal. The programming system was checked with a demo generator and was not found to have communication issues. Another patient was seen in the same exam room since the occurrence and the programming system functioned as intended at that time. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was ¿having problems with [his] vns.¿ surgery was tentatively scheduled in relation to the issue, but has not occurred to date. The practitioner who saw the patient leading up the referral did not elaborate on the specific issue with the device. No additional pertinent information has been received to date.